Manufacturer narrative:
Correction: the previous report should not have been sent. The device explantation was cancelled. There was no serious injury. There were no device malfunctions reported. Therefore, there was no reportable event. If more information is received that suggests a serious injury, a follow up report will be sent.

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins) and it was scheduled to be removed. It was unknown why the ins was going to be removed. It was stated that the extension was going to be cut and a boot was going to be placed on the end. The lead and part of the extension were going to be left in the patient. Four days later it was reported that the "case" was actually cancelled. Additional information received reported that the removal of the device was cancelled on (B)(6) 2013. The explant was not rescheduled. The details of why the device was going to be removed were not known. Further information was requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-33, lot# v821945, implanted: (B)(6) 2012, product type lead. (B)(4).